Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced perforation lens capsule. Patient developed posterior subscapular cataract. The lens remains implanted. No other information is currently. There were attempts to gather more information, but questions have gone unanswered. If more information becomes available this claim will be updated.